Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique. The assignable cause for the break in aseptic technique is not determined.

Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report from a nurse in the USA of break in aseptic technique and peritonitis in a patient (age not reported) coincident with dianeal pd2 ambuflex (low calcium) and extraneal viaflex therapies. As reported, on an unknown date many years ago, the patient began treatment with dianeal pd2 ambuflex (low calcium) and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). At the time of this report, dianeal therapy was ongoing. On an unreported date, extraneal therapy was withdrawn due to the event. As reported by the peritoneal dialysis (pd) nurse (pdn), on an unknown date in (B)(6) 2012, the patient experienced peritonitis manifested by cloudy fluid. The patient was not hospitalized for the event. On (B)(6) 2012, the patient started treatment with vancomycin, 1 g daily (lot not reported) and gentamicin, 80 mg (frequency and lot not reported) for the event. On (B)(6) 2013 treatment with vancomycin ended. End date for gentamicin not specified. Concomitant therapy was not reported. The pdn reported, the cause of peritonitis was break in aseptic technique (details not provided). Per the pdn, on an unknown date in (B)(6) 2012, the patient was retrained in proper aseptic procedure for pd therapy. At the time of this report, the patient was reported to be recovering. Per the pdn, the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.